Event description:
It was reported that high, out of range pacing impedance and high capture thresholds were observed on the rv lead. Fluoroscopy was performed and lead was structurally fine. It was reported that the patient does not require pacing. The patient alert limit was increased. No patient symptoms were reported.